Event description:
A tandem mobi cartridge alarm was reported by the customer. There was no adverse impact to the customer's blood glucose level. The issue occurred during the load process, and it was confirmed by technical support that a replacement pump would be provided. The customer was instructed on how to put the pump into storage mode and return it to tandem within 10 days to avoid additional charges. They were advised to use multiple daily injection (mdi) as a backup therapy and informed that the replacement pump would include updated software. The customer understood the instructions regarding programming the new pump settings and connecting their continuous glucose monitor (cgm) to the replacement pump.